Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  Investigation summary was completed on (B)(6) 2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and there were no signals available to monitor the patient¿s heart rhythm. It reported that during the procedure, there was signal interference (noise/loss) was observed on the intracardiac (ic), body surface (bs) or all ECG (bs + ic) channels. A second catheter was used to complete the procedure. There was no patient consequence reported. Clarification was requested on the signal issue. Additional information was received on the event. The signal issue occurred on both the carto 3 system and the recording system. The physician did not have anesthesia channels or defibrillator to monitor the heart rate. During the signal issue, the catheter was inside the patient¿s body. An analysis was performed on the picture that was provided by the customer. According to the picture, the catheter tip was received for analysis. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The returned device was visually inspected and it was found with a squashed electrode with no lifted parts. An electrical test was performed and no electrical readings were observed in electrode #17; however, the rest of the electrodes were working correctly. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was not confirmed. The root cause of the open circuit could be related to the manipulation of the device during the procedure; however, it cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (date). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and there were no signals available to monitor the patient¿s heart rhythm. It was initially reported that during the procedure, there was signal interference (noise/loss) was observed on the intracardiac (ic), body surface (bs) or all ECG (bs + ic) channels. A second catheter was used to complete the procedure. There was no patient consequence reported. Clarification was requested on the signal issue. Additional information was received on the event. The signal issue occurred on both the carto 3 system and the recording system. The physician did not have anesthesia channels or defibrillator to monitor the heart rate. During the signal issue, the catheter was inside the patient¿s body. There were no other issues with the pentaray nav high-density mapping eco catheter. Since it was not clear whether the body surface ECG was available, the event was assessed as not MDR reportable as the risk to the patient was low. After further requests, clarification was received on the event on 1/21/2021. They did have body surface signals but they were noisy. The issue did affect all ic and bs signals. Per the additional clarification received on the bs signals, the signal issue has been reassessed as a MDR reportable malfunction. The awareness date is reset to 1/21/2021.